Event description:
It was initially reported to boston scientific corporation on april 3, 2009, that an endovive safety peg kit push method was used in a peg placement procedure. Patient's weight and gender were not provided. Per the complainant, during the procedure, after a kink occurred while using the first guidewire, a second endovive safety peg kit push method device was used. When the physician pulled the second guidewire out of the stoma, it was noted that it had become unraveled. The physician was able to complete the procedure with this device with some difficulty. There has been no report of patient complications or injury due to this event. Post procedure, the patient's status was reported to be fine. This has been deemed a reportable event based on the investigation results: guidewire detached/separated.

Manufacturer narrative:
A visual examination revealed that the distal remnant of the delivery system, including the connecting joint of the peg tube, was returned along with the guidewire. The guidewire was partially inserted into the delivery system. The thermoformed tube of the peg delivery system was stretched, damage occurring at 11 - 15.4 cm from the distal tip. The guidewire was partially unraveled, twisted, and bunched together. The core wire was broken 4 millimeters from the end of the guidewire, near the ball tip end of the unraveled section. A flat jagged break was found in the core wire. While attempting to remove the guidewire from the peg, resistance was felt when reaching the stretched section in the thermoformed tube. Evaluation of the returned device was consistent with the user complaint. The peg tube was found to be stretched. The guidewire was found to be unraveled and the core wire broken. The most probable root cause has been determined to be operational context. A device history record review was performed; no anomalies were identified related to this event. (B)(4).